Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the cap felt off during therapeutic procedure while the patient was under sedation involving an olympus distal cover. The procedure was completed with the same device. There was no patient injury reported.